Event description:
Caller tested 2.4 inr and 1.9 inr on the coaguchek xs system. No actions taken based on the device results. No adverse event reported. Requested return of suspect system, however test strips are no longer available; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller tested 2.4 inr and 1.9 inr on the coaguchek xs system. No actions taken based on the device results. No adverse event reported. Requested return of suspect system and replacement was sent.